Manufacturer narrative:
Qn# (B)(4). The customer returned one s-l catheter for analysis. Signs of use in the form of biological material were observed in the catheter body. Initial visual inspection of the catheter showed no defects or anomalies. The total length of the catheter measured to be 207 mm which is within specifications of 201.5-210.5 mm per product drawing. The inner diameter of the distal extension line measured to be 1.422 mm which is within specifications of 1.42 mm -1.50 mm per product drawing. The outer diameter of the distal extension line measured to be 2.19 mm which is within specifications of 2.13 mm - 2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states: "flush each lumen with sterile saline solution to establish patency and prime lumen(s)." The extension line flushed as expected. The extension line was tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. The catheter was attached to the leak tester, the distal tip was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter, including the extension line; therefore, the sample passed functional leak testing. A manual tug test confirmed the extension line was fully secured within its hub. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit "flush each lumen with sterile saline solution, to establish patency and prime lumen(s)." The customer report of a catheter leak could not be confirmed by complaint investigation of the returned sample. The catheter passed all relevant visual, dimensional, and functional testing, including functional leak testing performed per bs en iso 10555-1. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: when the user put the negative pressure to aspirate blood after placement of the catheter, air was aspirated. Therefore, the catheter was removed and replaced with a new one. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported that: when the user put the negative pressure to aspirate blood after placement of the catheter, air was aspirated. Therefore, the catheter was removed and replaced with a new one. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).